Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude and high pacing thresholds. Additional information was received indicating that low amplitude and high threshold were due to lead damage. This rv lead was then abandoned surgically. No additional adverse patient effects were reported.